Event description:
The dealer reported that the unit is not alarming when it is first turned on. This issue may cause the user to experience an unintended shut down of the unit without warning and leave them without oxygen.